Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient verified that there were no loose connections, disconnections or defects on the supplies. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy. The hp would finish with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp said that she finished that night using manuals. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident; she has not informed her nurse of the incident yet. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers.